Event description:
Info rec'd indicates the brake caster at the foot end of the bed will lock in place and not roll but would continue to swivel. The caster could not be adjusted.

Manufacturer narrative:
The technician replace the casters to repair the bed.